Event description:
It was reported that the patient's right distal femur jts would not achieve its max extension of 50mm. Previously, there were failed lengthening's in (B)(6) 2021 attributed to the jts drive unit. The unit was replaced and another failed lengthening occurred on (B)(6) 2021. There is currently no plan to revise the implant.

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts, distal femoral replacement, extension mechanism was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted on (B)(6) 2017. The surgeon reported that the implant failed to extend in (B)(6) 2021 attempt and on (B)(6) 2021 attempt. The x-ray image dated (B)(6) 2021 shows that the implant was extended by 32.2mm, which is similar to the amount of extension on (B)(6) 2021, which is measured around 32mm. Therefore, the radiographic review can confirm the clinical report. Device history review: review of the product history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: on 14july2021 it was reported that the patient's right distal femur jts would not achieve its max extension of 50mm. The sales rep reported the patient had a recent unsuccessful lengthening on (B)(6) 2021 and then again on (B)(6) 2021. Imaging was provided to clinical consultant and the reported the following: "[..] The x-ray image dated (B)(6) 2021 shows that the implant was extended by 32.2mm, which is similar to the amount of extension on (B)(6) 2021, which is measured around 32mm. Therefore, the radiographic review can confirm the clinical report". The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
It was reported that the patient's right distal femur jts would not achieve its max extension of 50mm. Previously, there were failed lengthening's in (B)(6) 2021 attributed to the jts drive unit. The unit was replaced and another failed lengthening occurred on (B)(6) 2021. There is currently no plan to revise the implant.